Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported "device migration/implant malposition" and "change shape/size/style" via nbir. This record is for the left side. Device was explanted and replaced with a non-abbvie device.